Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for other - interstim. It was reported that the patient¿s programmer ¿did not work out¿. The patient also reported that their ins had been explanted. Follow up information received from the patient on (B)(6) 2019 reported the reason for the device being removed was that it was implanted on (B)(6) 2010 (for chronic bladder ¿urge and leaks¿). By (B)(6) 2013 it was not working so it was removed during ¿gyn¿ surgery (for another reason). It was noted that the battery was getting low. The patient first noticed the issues in early 2000¿s ¿with several medications that didn¿t stop the urgencies and leaks. As a circumstance/cause of the device being removed was that the patient¿s body was not responding and the limitations for activities had become troublesome. So it was decided that to take the device out while under anesthesia for ¿something else¿ so the patient would not have to have 2 surgeries. The patient mentioned that this was done in 2013 by their gynecologist who was now retired. The patient reported the issue was not resolved. There were no further complications reported or anticipated.